Manufacturer narrative:
According to the customer, on (B)(6) 2024 when the access device was removed from the sample port the "blue and clear part popped off" causing urine to leak. The customer reported after the incident occurred the foley catheter was removed and another catheter was inserted. The customer reported there was no serious injury related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 when the access device was removed from the sample port the "blue and clear part popped off" causing urine to leak.